Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: bilateral total hip arthroplasties with limited evaluation but no obvious hardware failure or loosening. Root cause remains unchanged.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: part # unknown / unknown head/ lot # unknown; part #unknown / unknown stem/ lot # unknown ; part #unknown / unknown liner/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -01347, 0001822565 -2021 -01349, 0001822565 -2021 -01350.

Event description:
It was reported that patient underwent and initial left hip arthroplasty on an unknown date. Subsequently the patient has been indicated for a revision surgery, however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.